Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause of start-up failure was the electric board failure. The cause of the electric board failure could not be conclusively determined at this time, however there was the possibility that the electric board failure was attributed to the age deterioration for long term use. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the subject device did not start up. There was no report of patient injury associated with the event.